Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 3:28 pm, the patient reported having symptoms of being "irritable, headache and was nauseated". On (B)(6) 2012 at 3:30 pm, the patient alleged the issue began. It is not known what diabetes medications the patient takes to manage her diabetes. It is unknown if the patient made any changes to her usual diet or activity level on the day of the alleged issue. The patient denied receiving any treatment due to the alleged issue. At the time of troubleshooting, the cca documented that the patient was using the correct test strips and there was no misuse of the device. The cca noted that the meter does not power on when the power button is pressed. When the patient was prompted to insert a new test strip, the meter did not power on. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or medical intervention by a third party or healthcare professional that suggests a serious injury occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.